Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The local service department reported that automated endoscope reprocessor etd-4 failure could have caused the subject device to fail. Based upon the information from the olympus local service department, omsc surmised that the reported phenomenon was attributed to etd4 and communication with the subject device failed.

Manufacturer narrative:
The subject device was not returned to olympus for evaluation. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred due to a short circuit of the terminals of the electrical contacts or a poor connection of the light source cable.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, a scope communication error b30 occurred and no image appeared when the user connected the endoscope to the subject device. The user had cleaned the endoscope, but there was no improvement. The subject device worked properly, when the user connected the analog endoscopes (160 and 180 series scopes) to the subject device. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.